Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was given information on how to reset the pump and was advised to perform the reset once he returned home, as he did not have his charger with him at that moment. The caller agreed to call back if any issues occurred after attempting the reset.